Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report that on (B)(6) 2012, the patient obtained the blood glucose reading of "hi mg/dl" (greater than 600 mg/dl) and experienced the symptoms of vomiting and positive ketones. The patient's mother gave her a correcting bolus of insulin via a syringe injection. The infusion set was changed, and the patient's mother contacted the hcp for advice. Troubleshooting revealed no issues with the infusion set or infusion site, the pump settings were correct, and all total basal/bolus doses given correctly match those programmed. It was also determined the pump's date/time settings were incorrectly set after the patient replaced the battery, which can contribute to the basal rates being given at the incorrect times. The issue was resolved. The patient's technique was incorrect in that the pump date/time were not set correctly. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after this occurred, this complaint is being reported.

Manufacturer narrative:
(B)(4): there was no data in the black box or download histories from the time of the reported complaint due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There were no pump conditions or alarms indicating a malfunction recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.